Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 467 mg/dl. Customer also stated that infusion set had bent cannula. Customer reported symptom of nausea. Customer treated high blood glucose event using manual injection. Customer was using insulin pump with 48 hours of reporting high blood glucose event. Customer did not use auto mode. The customer was assisted with troubleshooting for high blood glucose. The insulin pump will be returned for analysis.